Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.103, lot: 42p7297, manufacturing site: bettlach, release to warehouse date: march 06, 2020. A manufacturing record evaluation was performed for the finished device part: 03.010.103, lot:42p7297, and no non-conformances were identified. Visual inspection:: the returned drill bit ø3.2 calibr l145 3flute was observed to be broken at its tip. The complaint is confirmed for the broken reported condition. The small broken tip portion was not returned. Since no x-ray was provided, the complaint condition for embedded device cannot be confirmed. Drawing/document specification review: ¿ 3.2 mm 3-fluted drill with quick coupling no discrepancies or issue observed. Dimensional inspection: measured dimensions: flute od = conforming conclusion: the overall complaint is confirmed for the drill bit ø3.2 calibr l145 3flute as the tip of the device was broken. However, the embedded device reported condition could not be confirmed as there was no evidence provided in support of this condition. No definitive root cause could be determined from the available information, but it is likely that any unintended excessive forces during usage could have contributed to complaint condition. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the tip of the drill bit broke and it remained inside the patient. No further information provided. This report is for one (1) 3.2mm three-fluted drill bit qc/needle point/145mm. . This is report 1 of 1 for (B)(4).